Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stenting procedure for a malignant 2-3 cm lesion in the cardiac portion of the esophagus, performed on (B)(6), 2011. According to the complainant, the device was inserted under radiographic guidance. The patient's anatomy was reported as moderately tortuous between the distal esophagus and the stomach. After the scope was removed from the patient, the device was inserted along the guidewire. The physician retracted the finger ring slowly and met resistance when the stent was partially deployed approximately 6cm. They attempted deployment several times unsuccessfully, but the delivery system kept bowing without releasing the stent. The delivery system was cut and an overtube was inserted into the upper esophagus from the pharynx. The delivery system was withdrawn slowly and the partially deployed stent was covered within the overtube. The stent and the overtube were removed from the body together. Some bleeding was observed at the tumor due to contact. Styptic was sprayed on the tumor and the procedure was completed. The procedure was completed on (B)(6), 2011 with another of the same device. The patient's condition at the conclusion of the procedure was reported to be good, with the bleeding resolved.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stenting procedure for a malignant 2-3 cm lesion in the cardiac portion of the esophagus, performed on (B)(6) 2011. According to the complainant, the device was inserted under radiographic guidance. The patient's anatomy was reported as moderately tortuous between the distal esophagus and the stomach. After the scope was removed from the patient, the device was inserted along the guidewire. The physician retracted the finger ring slowly and met resistance when the stent was partially deployed approximately 6cm. They attempted deployment several times unsuccessfully, but the delivery system kept bowing without releasing the stent. The delivery system was cut and an overtube was inserted into the upper esophagus from the pharynx. The delivery system was withdrawn slowly and the partially deployed stent was covered within the overtube. The stent and the overtube were removed from the body together. Some bleeding was observed at the tumor due to contact. Styptic was sprayed on the tumor and the procedure was completed. The procedure was completed on (B)(6) 2011 with another of the same device. The patient's condition at the conclusion of the procedure was reported to be good, with the bleeding resolved.

Manufacturer narrative:
Age unknown, but patient reported as (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was received inside of an overtube, which was removed during device analysis. A visual examination of the returned device found that the stent was partially deployed. The shaft had been cut at approximately 88mm proximal to the distal tip. The deployment suture had also been cut. The proximal section of the device with the pull ring was not returned for analysis. The remaining deployment suture was retracted and the stent fully deployed without issue. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause classification for this event is undeterminable.